Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. An analysis of the customer provided image showed a broken tip of inserter. A visual inspection revealed the device was not returned with original packaging. The anchor and suture are missing. The tip of the inserter is broken at the weld and is separated from main shaft of device. Further review of twist off found galling on both faces. No other physical damage is visible to the device. A functional evaluation of the returned device was not applicable. A complaint history review concluded this was an isolated event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the procedure found that each component should be visually inspected for all non-conforming attributes defined in the procedure. It was determined the device did not contribute to the reported event. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Per case details, all the broken pieces were retrieved from the patient. The procedure was completed using the same device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during use instruments inside the patient in shoulder arthroscopy, the inserter of the healicoil sheared off at the weld upon insertion. All the broken pieces were removed with a grasper. The procedure was completed with the same device. No delay was reported, and no other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).